Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the probe got stuck in patient for 2 hours. It took 2 hours to remove probe from the patient. The customer stated that patient had pain and told that it might have been the flex harness that has caused the issue. Nothing was prescribed for pain, a spray was prescribed for potential bleeding. Technical support explained to them that the flex harness keep the sensor aligned. The customer said that the probe calibrated just fine. There was no problem with insertion, at the first attempt to remove ¿it jerked back¿ and no obstruction was visible, just a little bleeding. The catheter was stuck at 40cm. There was no reported patient outcome.